Event description:
It was reported that within a day of implant, the atrial lead exhibited intermittent capture and a loss of sensing. The lead was found to be dislodged. The lead was repositioned, and remains in use. The patient was unhappy about having to stay another night in the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.